Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump got wet. The customer pulled the battery and reservoir out and hair dried it. The customer reported that steam showed. The customer reported fluid under the lcd display. The insulin pump will be returned for analysis.